Event description:
Kirwan bipolar forceps presented to nurse/physician as coated and insulated. Forcep used in mouth resulting in a burn of the lip. (Tonsillectomy) (sales rep denies he told nurse instrument was insulated)